Manufacturer narrative:
Evidence suggests that this device was surgically abandoned. It is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery capacity has depleted. Sales representative and boston scientific technical services (ts) discussed about settings and magnet rate. Additional information was received. A non-bsc pacemaker was implanted. This pacemaker was not explanted. Evidence suggests premature battery depletion (pbd) as this device was implanted approximately two years ago. No additional adverse patient effects were reported.